Manufacturer narrative:
Device evaluation results will be provided when evaluation is completed.

Event description:
Reportedly, programmed volume and then rate. The rate changed itself to match volume and did not use rate that was entered by paramedic. Did this twice while transporting 4-year old patient to hospital. No one was injured. Another device was used. The hospital did not want to file a complaint, but wanted us to investigate whether there was a problem with the keypad, software or something else.